Event description:
During capsule endoscopy, capsule and recorder were paired prior to placing capsule. All indicators were shown to room staff that the wifi was working and it had been paired. After endoscopic placement, we tried to review the live video and nothing was showing, just a black screen. Troubleshooting involved included re-identifying recorder via computer software and tried a different sensor belt. Capsule representative was called who walked us through the steps to problem solve. Representative said it was a "bad capsule" which showed that it was working when we tested it, then stopped working shortly afterwards. Company name: given imaging, item: pillcam, capsule ID #:db3-6cc-r, lot#: 46900s. During handoff, pacu nurse was informed that the patient could not have any MRI procedures done until the patient passed the capsule.